Event description:
It was reported that the pump device was offline (B)(6) 2026. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pcu being offline was not replicated during testing. Laboratory testing of the suspect pcu did not observe any network communication error or other malfunction after power on. A known good network configuration was uploaded into the device and it connected to the network for more than 1 week. The pcu event log was reviewed to confirm the performed infusions from (B)(6) 2026 on (B)(6) 2026 at 8:42am, the concomitant pump module (s/n: (B)(6)) assigned to channel b was programmed to infuse at a rate of 15ml/hr with a vtbi of 15ml. A remote IV message was received with a secondary rate of 100ml/hr and a secondary vtbi of 100ml, the primary vtbi was 14.817ml. At 9:05 am, user changes the secondary vtbi to 75ml. At 9:52 am, the secondary infusion was completed, and the primary infusion started with a secondary volume infused (svi) of 106.798ml. At 10:03 am, the system was powered down. At 3:24 pm, user programed and started an infusion on channel b with a rate of 60ml/hr and a vtbi pf 980ml. At 8:16 pm, the user programmed the concomitant pump module (s/n: (B)(6)) assigned to channel a, with a rate of 15ml/hr and a vtbi of 200ml. At 8:21 pm, the user programmed a secondary infusion on channel b with a rate of 100ml/hr and a vtbi of 100ml at 9:21 pm, the secondary infusion of channel a completed and the primary infusion continued. On (B)(6) 2026 at 6:03 am, channel a was channeled off. Primary volume infused (pvi) was recorded as 131.831ml at 7:49 am, the infusion on channel b was completed. The pvi was recorded as 982.944ml. The user programmed and started a new infusion with a rate of 60ml/hr and vtbi of 40ml. At 7:56 am, the user channeled off channel b. At 8:31 am, the user programmed and started a new infusion on channel a with a rate of 15ml/hr and vtbi of 68.169ml. At 8:54 am, the user programmed a secondary infusion on channel a with a rate of 100ml/hr and a vtbi of 100ml. At 9:19 am, the user channeled off channel a. At 12:26 pm, the user programmed a primary infusion on channel a with a rate of 15ml/hr and a vtbi of 62.419ml and a secondary infusion with a rate of 100ml/hr and vtbi of 100ml. At 12:31 pm, the user programmed and started a new infusion on channel b with a rate of 100ml/hr and a vtbi of 1000ml. At 1:27 pm, the secondary infusion on channel a was completed and the primary infusion started. At 4:25 pm, the user selected a new vtbi of 200ml on channel a. At 4:30 pm, the user channeled off channel a. At 8:53 pm, the user programmed a primary infusion on channel a with a rate of 15ml/hr and a vtbi of 195.441ml and a secondary infusion with a rate of 100ml/hr and vtbi of 100ml at 9:53 pm, the secondary infusion on channel a completed and the primary infusion started. Svi was recorded as 341.532ml at 10:36 pm, the infusion on channel b completed. Pvi was recorded as 1989.31ml. The user programmed and started a new infusion with a rate of 100ml/hr and a vtbi of 40ml. At 11:01 pm, the infusion on channel b completed. The user programmed and started a new infusion with a rate of 100ml/hr and a vtbi of 50ml. At 11:38 pm, the user programmed a 60 minute delay on channel b. Pvi was recorded as 2078.07ml. On (B)(6) 2026 at 12:08 am, the user channeled off channel b. At 12:13 am, the system was powered down. At 8:05 am, the user programmed and started a new infusion on channel a with a rate of 15ml/hr and a vtbi of 250ml. At 8:22 am, the user programmed a secondary infusion on channel a with a rate of 100ml/hr and a vtbi of 100ml. At 9:22 am, the secondary infusion on channel a completed and the primary infusion continued. At 10:32 am, he user channeled off channel a. Pvi was recorded as 100.02ml and svi was recorded as 20.743ml. The bd alaris user manual v12.3.2 contains information regarding device data storage: ¿if there is no wireless connection, pcu data (such as log information) is stored until a connection is reestablished. System history and logs are stored in non-volatile compact flash memory and are retained until memory is full and older items are purged. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device being offline was not determined. The unit was found to be working as intended and connecting to the network. Note that this report lists imdrf annex a040502, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.